Manufacturer narrative:
The actual device involved is not available for evaluation and the specific lot number is not known. Accordingly, a search of shipping records was performed to identify any product lots shipped to the customer three months prior to the event. The investigation revealed that lot 14nmlb005, 14nmlb010, and 14pmlb009 were recalled on may 15, 2015. A definitive conclusion regarding the involvement of the product could not be reached w/out a physical exam. Of a complaint sample. A CAPA was initiated to address this issue. Corrections & corrective actions have been initiated to assure all product meets bioburden specifications prior to release.

Event description:
After receipt of the recall notification, the patient's spouse contacted fresenius med. Care and alleged "the patient has had several of these symptoms during this last month",. Upon follow up w/the spouse, she reported the patient has had mild fevers, not high grade, 99.35 degrees fahrenheit. He has felt chills, nausea, and has not felt like eating at times. She reported "he would have low blood pressure, but his heart rate would be high at the same time (range 66-104). She believed he was getting the flu until she received the recall letter. She did not have specific dates, lot numbers nor samples for return. Upon follow up with the patient's home therapies r.n. (Htrn), she reported the patient did not require medical intervention as a result of the above symptoms. When she last spoke w/the patient's spouse, the patient did not have any symptoms.